Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.